Event description:
It was reported the devices were found to have the tidal volume rebound problem. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Replaced MRI battery, orings, and sintered filter for pm. Replaced faulty rotary flow valve due to tnd-00128. The cause of the reported problem was the device was due for annual service. The previous service history has been reviewed and deemed unrelated to the current customer reported reason.

Event description:
Additional information was received which stated the product was being used during patient use and there was no patient or clinical injury.